Event description:
It was reported that (1) device was used during a radical retropubic prostatectomy. It was reported by the rep that the mcl20 instrument malfunctioned and would not deploy clips during the procedure. Another mcl20 instrument was used to complete the case. There was no consequence to the pt.